Event description:
Pt had a motor vehicle accident on (B)(6) 2007. Was taken in for surgery on (B)(6) 2007, had procedure due to a fractured pelvis. Pump was placed in her right fore arm to keep her alive. Pt says she was discharged one hour post-op and sent home with wrong medications. No f/u treatment. She is currently experiencing these symptoms: tremors, diabetes, blood oozing from her eyes, chest pain, no pulse in her legs, hypertensions, palpitation. She claims the pump in her is defective, decayed, eroded and all the straps holding the pump to her body are loose and eroded. The pump might migrate to her heart, she claims she is at risk of clots and imminent death. The device is still in her, but she has surgery scheduled for this week. She says surgeons (B)(6) made racist remarks and failed to give her proper care as she did not get any f/u care; the pump which was supposed to be retrieved 6 months post-op was never taken out and its been 5 years.